Event description:
Insulin gauge on the pump displayed an amount different from what the caller expected, showing 55 units instead of the expected 212 units. There was no adverse impact to the customer's blood glucose level. Technical support educated the caller on the importance of completing the cartridge air removal step prior to filling, which the caller acknowledged and understood. However, the caller declined to load a new cartridge, choosing to continue using the current one and agreed to follow up if necessary.